Manufacturer narrative:
This report is submitted on september 30, 2022.

Event description:
Per the clinic, the CT scan found the initial placement of electrodes weren't correctly placed. The device was explanted under a general anaesthetic on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.